Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported effective stimulation was never established in the left foot where needed. As a result, the physician elected to replace the lead in an effort to increase coverage.